Manufacturer narrative:
(B)(4). Reported event was confirmed by review of revision operative notes received. Operative notes state that the patient was revised due to metallosis. During the revision, metallosis, necrotic debris was found. The cup was found well-fixed even with osteolysis around it. Osteolysis was found around proximal femur as well. The stem was well-fixed. A new dual mobility bearing, and a new 28 ceramic head were implanted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-02031; 0001825034-2018-02032.

Event description:
It was reported patient's hip was revised approximately 8 years post implantation due to elevated metal ions, pain, metallosis, and discomfort. Legal documentation further states that the patient suffered additional symptoms such as soreness, dysfunction, and loss of range of motion. Revision operative notes stated osteolysis was found around proximal femur.